Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edawards learned of an aortic bioprosthetic valve that required valve in valve intervention after an implant duration of (7) seven years, eleven months due to severe regurgitation and mild stenosis secondary to degeneration of valve. The patient was implanted with a transcatheter valve within the existing device. The patient was noted in stable condition.